Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope image was flipped and there was unnatural movement on universal surgical manipulator (usm) 3. The customer power cycled the system and the issue was resolved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30 degree endoscope was installed in the up orientation and the surgeon confirmed the desired orientation. There was an indication of the image orientation provided to the user via the user interface. The endoscope's adapter/base was still engaged/attached. There was no physical damage observed on the endoscope's base. The endoscope was not manually rotated 180 degrees prior to the image inversion. There was no injury to the patient. The unnatural movement for usm 3 was not static. The movements scaled appropriately and moved in the intended direction. The timing was also appropriate. There was no shakiness observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.